Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced three infusion set fell off event in between 22-jun-2024 to 27-jun-2024. The infusion set was in use for less than a day. No further information available.